Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure checks show coils in the tubes with a small piece in the cavity') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, pelvic pain female, perineal pain, endometriosis, chronic cervicitis, adenomyosis, paratubal cyst, dysmenorrhea, endometriosis ablation and nulliparous. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 2 number of coils on the left and 2 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 42-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure checks show coils in the tubes with a small piece in the cavity') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, pelvic pain female, perineal pain, endometriosis, chronic cervicitis, adenomyosis, paratubal cyst, dysmenorrhea, endometriosis ablation and nulliparous. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 2 number of coils on the left and 2number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, pelvic pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event 'medical device removal' was updated by 'both essure checks show coils in the tubes with a small piece in the cavity'. Medical history, reporter information were added. Event pelvic pain, dysmenorrhea added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.